Event description:
It was reported that an ilet user experienced intermittent failure of the pump¿s sleep/wake button to turn the device on, which led to missed meal announcements and subsequent elevated blood glucose. Symptoms included hyperglycemia related to delayed or missed meal dosing. Outcomes included inconvenience and temporary impaired device usability. Investigation included user coaching on firmware update and instructions to capture a video if the issue recurs. Investigation of this case revealed that the device was functioning at the time of the call and that no alarms or alerts were present. It was concluded that the complaint was not confirmed and that no device malfunction could be verified based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.